Event description:
It was reported that remote monitoring indicated multiple vf events with aborted therapy. Upon interrogation these were seen to be lead noise and not arrhythmia. The lead was capped and replaced. No adverse consequences for the patient were reported.